Manufacturer narrative:
Pt info: unk. Explant date: na. PMA/510k: this product is manufactured in (B)(4) but not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -04.50 diopter, into the patients right eye (od) on (B)(6) 2013. A refractive change overtime was noted and the lens remains implanted. The cause of the evernt was due to patient related factor. Additional information has been requested but none has been forthcoming.